Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the wire tip separated within the patients internal iliac artery during a prostate artery embolization procedure. The physician attempted to remove the separated tip from the patient but was unsuccessful.

Manufacturer narrative:
MFR report #: 9615728-2017-00013. The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot was found from the same customer.